Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient stopped recharging their scs ipg according to the manufacturer's guidance. In turn, the patient's scs ipg became inoperable. The patient elected to have their system explanted on (B)(6) 2019.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.